Event description:
It was reported that, during reprocessing, the scope tested positive for 8 colony forming units (cfus) of staphylococcus epidermidis and klebsiella aerogenes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information: h6, h11. This supplemental report is being submitted to provide the results of the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: september 11, 2025. Sampling from: air/water channel. Cfu: 1 cfu. Bacterial identification: dermacoccus sp. In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder (tube) has foreign objects. Aw-tube has foreign objects. Based on the results of the investigation the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, the most probable cause of the foreign material in the scope was not established. The foreign material found during the device evaluation was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The device was not used in accordance with the IFU as it stated that nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 0.1 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.